Event description:
It was reported that there was a patient reaction post insertion of power PICC - experienced flushing, nausea, coughing/choking, and bladder pressure. Symptoms resolved within 5 minutes after oxygen administered.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the patient. A lot history review (lhr) of rexi1512 showed no other similar product complaint(s) from this lot number.